Manufacturer narrative:
Concomitant medical products: addr01 ipg implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that loss of sensing was observed on the right ventricular lead, and the lead was inactivated. Subsequently, the fol lowing issues were observed on the right atrial lead: increasing thresholds, high thresholds, decreasing impedance and low impedance. Both leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend of the atrial pacing lead was decreasing. If information is provided in the future, a supplemental report will be issued.